Manufacturer narrative:
Unable to confirm if the event is related to a device malfunction, device has not been returned for analysis. No conclusion can be drawn at this time. Ams has requested the return of the explanted device. Should add'l info becomes available regarding this revision surgery, it will be re-evaluated and a follow-up report will be sent. The event is captured in our labeling as a foreseeable event.

Event description:
A (B)(6) male was implanted with an acticon device on (B)(6) 2006. On (B)(6) 2009, the cuff was revised. On (B)(6) 2010, the cuff and balloon were removed and replaced due to "cuff defect-fluid loss." No further info provided.